Event description:
It was reported that there was a warning, power-on-reset (por) condition. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).